Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failing to establish final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve; however the cds failed to establish final arm angle (efaa). The device was removed from the patient and exchanged. The procedure was complete with one clip implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. D9, h3: device not returning.

Event description:
N/a.